Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.